Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep got a call from the patient stating that the charging process is going as normal and everything is resolved. There was no issue with the device *

Manufacturer narrative:
Additional review indicates that information regarding charging issue/ins reading full was also reported in report (#3004209178-2020 -05784 and #3004209178-2020-05784). Any additional information regarding this event will be submitted as a supplemental submission to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2020. It was reported that patient services called the rep back and information was gathered stating that the patient got a new recharger and that didn¿t resolve the issue. The caller stated that the patient didn¿t charge for an entire weekend and when connected it took 1 minute to charge to full. The patient typically charged 7 or 8 minutes per day. During the original call the caller said the patient had been having the issue for the past couple of months. During that call the caller indicated they thought the patient didn¿t understand the full ins charge icon for the past couple of months but the issue with charging duration had been over the past week or couple of weeks. The reason for the call was to ask about the recharge stats and how to access them. Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep) on (B)(6) 2020. It was reported the neurologist sent therapy impedance report from the last two sessions. (B)(6) 2020 - l 893ohms r 863ohms (B)(6) 2019 - l 893ohms r 907ohms the rep asked about the therapy impedance values and how they would affect the recharge interval. Technical services reviewed the in formation. They stated the patient was not totally familiar with the controller icons when they reviewed them, so the rep thought that the issue may be related to just an implantable neurostimulator recharger (insr) use issue. The rep asked for additional information about the insr diagnostics screens and the information was reviewed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) stating no cause or resolution determined and another rep is following up with the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s rechargeable ins was reading as fully charged for 3 days. No charging needed. There were no known causes. The rep checked with the patient on the issue and the recharger as reading as fully charged. The patient was counseled to charge the next day. It was unknown if the issue was resolved. Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the recharger was not showing coupling boxes on the recharger screen. A new antenna was sent and the issue did not resolve. The rep thought the recharger was either showing the incorrect charge percentage or was not showing the coupling boxes. It was reviewed that it was thought to be an ins issue but the patient was advised to get a replacement recharger. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 37751, serial# (B)(4). Product type recharger product ID 37791, serial# unknown. Product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the recharger was not showing coupling boxes on the recharger screen. A new antenna was sent and the issue did not resolve. The rep thought the recharger was either showing the incorrect charge percentage or was not showing the coupling boxes. It was reviewed that it was thought to be an ins issue but the patient was advised to get a replacement recharger. No symptoms were reported. No further complications were reported/anticipated. It was also reported that the patient could not get the little boxes to come up when they are charging the implantable neurostimulator (ins). Patient stated that they usually get the 8 boxes coming right up. Patient stated they charge the recharger overnight and turned the antenna dial a full rotation but did not improve coupling. It was reviewed for the patient that the ins would still charge even with empty coupling bars, but that it will take longer to charge. Patient charged their ins and the call and initially reported seeing the reposition antenna screen because patient did not have recharger antenna over his ins. Patient the confirmed the recharge connected with the ins and reported seeing no coupling bars at all, but proceeded to describe the 'ins charge sufficient' screen. It was reviewed for the patient that it is normal for the coupling boxes to not be displayed on the 'ins charge sufficient' screen. The patient disagreed that the ins was sufficiently charged because he claims he hasn't charged it in over 24 hours, despite the initial report of charging it last night and in the morning. Patient synced with the patient programmer (pp) and it also displayed that the ins battery was ok, and the battery symbol was completely filled in. It was gain reviewed for the patient that the battery was sufficiently charged, and advised the patient to call back if poor coupling resurfaces. Additional information was received stating the patient's rep said they needed to replace the equipment. An email was sent to repair and a insr antenna was sent. The patient called back after receiving the antenna and sad they still get no coupling boxes. The patient saw their healthcare professional and manufacturing representative (rep) who recommended that the patient get a new insr. The patient received the new insr and it was doing the same thing and the battery showed full screen.